Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted pancreatectomy surgical procedure, after removal of the vessel sealer extend (vse) instrument from the patient, it had closed and the jaws were locked. The user completed the procedure and no known impact or patient consequence was reported.